Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 400mg/dl and diabetic ketoacidosis. Customer refused to troubleshoot the high blood glucose and mentioned that the pump also alarmed no delivery. Troubleshooting advised customer to prime and the customer indicated that the insulin exited with the prime. Customer was advised that the pump was operating as designed.

Manufacturer narrative:
The device information provided in section d with the initial report was incorrect. The correct information has been provided with this report.